Event description:
Abbvie received a literature article on "evaluating real-world use and adverse events from 3262 patients treated with 18,203 5 cycles of cryolipolysis for localized fat reduction: a multi-location practice 6 retrospective chart review¿ by daniel p. Driedmann and others in the the aesthetic surgery journal (published on 20/january/2025). The literature article documented the events of multple patients and various events. However, two patients were noted to have developed paradoxical hyperplasia (ph). (This complaint for patient 2 of 2). The literature article documented that a patient treated with the coolsculpting system to the lower abdomen, waist, and flanks and may have developed paradoxical hyperplasia (ph) in the lower abdomen. Tumescent liposuction was recommended but not pursued by the patient.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Literature article / citation: " evaluating real-world use and adverse events from 3262 patients treated with 18,203 5 cycles of cryolipolysis for localized fat reduction: a multi-location practice 6 retrospective chart review¿. Daniel p friedmann and others in aesthetic surgery journal, aesthetic surgery journal, sjaf007, https://doi.org/10.1093/asj/sjaf007daniel p friedmann and others in aesthetic surgery journal aesthetic surgery journal, sjaf007, https://doi.org/10.1093/asj/sjaf007 published: 20 january 2025 was reviewed for reportability.